Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ae5 misfires. The clips would fell out of the applier during a laparoscopy cholecystomy procedure. The patient's condition is unknown at this time.